Event description:
The pt experienced problems with recharge coupling. He also felt like the stimulation wasn't helping him and he stopped using the device. He hadn't had stimulation for at least a few months. The ins went into overdischarge. Two physician mode recharges were performed and were unsuccessful. It was recommended to try a different charger and use the antenna locate feature. Another physician mode recharge was performed several days later and the ins still had no telemetry. The ins was not placed deep, it wasn't flipped, and was slightly tilted. When charging at times prior to the overdischarge, the pt would get 4-6 bars. The device was replaced. The pt's outcome was reported as "recovered without sequelae".

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.